Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow could not be determined as no product or logs were returned for evaluation.

Event description:
Clinical narrative: impella cp was inserted via left femoral artery in a patient of 58-year-old age and female gender for an acute myocardial infarction/cardiogenic shock (ami/cgs) indication. The patient's comorbidities were not provided. The patient¿s clinical state prior to initiation of support was scai shock stage d. During support, the device was running on performance level p8 with flows of 2.3 l/min, which was below the expected flow range of 3.1¿3.4 l/min. The patient experienced continued suction events and hemolysis while on p5. Echocardiography was utilized to assess pump position; however, it is unknown whether repositioning was attempted. No additional laboratory values were provided. Troubleshooting included evaluation of pump position with echocardiography. Device performance was not established based on the available information due to low flows, suction events, and hemolysis. A product malfunction cannot be confirmed, and the impact on the patient cannot be fully determined based on the information provided. The patient expired on (B)(6) 2026. The death is being conservatively reported; however, based on the available information, a causal relationship between the device performance concerns and the patient outcome cannot be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.